Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new lead was successfully implanted and no adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead mode were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this right ventricular lead exhibited intermittent capture. In a revision procedure, the lead was surgically abandoned and successfully replaced by a new lead. No adverse patient effects were reported. The lead was actively implanted for approximately 14 years, 1 month.